Manufacturer narrative:
Results: the sample is not available for evaluation. A review of the device history records and material review report database could not be performed as a lot number for this incident was not provided. Conclusions: since the sample was not available for evaluation, a root cause could not be identified for the problem encountered. (B)(4).

Event description:
Pt came in for outpatient treatment needing a CT with contrast. The technologist used the bd nexiva single port device. After insertion, the IV looked good and was flushed without complication. The technologist pushed the contrast media at 2ml/sec and 100cc infiltrated into the pt's elbow. A warm compress was immediately applied. The pt was sent to the ER and was then admitted.